Event description:
It was reported that "inflammatory granuloma at the site with wound dehiscence. Staphylococcus aureus infection. The patient's current condition: granuloma and infection; treatment included management of the infection, return to the operating room, and antibiotic therapy. The patient has now fully recovered. Actions taken included removal of screws, debridement of sutures, and debridement of bone and soft tissue. We do not attribute the infection solely to your suture material; however, we reported it for all the sutures this patient received because we do not know exactly where the infection originated."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.